Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional via manufacturer representative. It was reported that the catheter was still implanted and in use at the time of this report. It was reported that the cause of the granuloma was not determined. It was reported that it was unknown if the granuloma had been resolved. No further complications were reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2009, product type: catheter.

Event description:
Information was received from a healthcare professional via manufacturer representative regarding a patient who was receiving an unknown drug at an unknown concentration, dose and frequency via intrathecal drug delivery pump for non-malignant pain and failed back syndrome - other. It was reported that the patient experienced a granuloma around the catheter. It was reported as unknown whether any environmental, external or patient factors may have led or contributed to the issue. It was reported as unknown what diagnostics/troubleshooting were performed. It was reported that surgical intervention occurred on (B)(6) 2017 to detach the catheter from the affected tissue. It was reported that it was unknown if the issue was resolved at the time of this report. The patient's status at the time of this report was reported as "alive - no injury." No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2009, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) via a device manufacturer representative on 2018-jun-26. It was reported that an MRI was being done in relation to the granuloma. It was also reported that it was possible that the hcp would be explanting the device, which was further confirmed by the representative who reported the pump was going to be explanted, but the date had not been set yet. The issue was considered ongoing. The patient's weight was unknown. No further complications were reported.